Event description:
It was reported that a procedure was performed in the heavily calcified and moderately tortuous right coronary artery (rca) to treat lesions in the proximal, mid and distal rca. The physician advanced a balance middleweight guide wire into the patient anatomy and then advanced a fractional flow reserve (ffr) guide wire into the rca to assess the lesions. The lesions were shown to be significant. Pre-dilatation was performed using an unspecified 2.5 x 12 mm compliant balloon dilatation catheter. A 3.0 x 15 mm xience prime stent system was advanced and the stent was deployed in the proximal rca. A second 3.0 x 15 mm xience prime was then advanced through the previously placed stent and the stent was deployed in the mid rca. The physician then advanced a 2.75 x 15 mm xience prime through the previously placed stents and deployed to treat the distal portion of a lesion in the distal rca and then advanced a 3.0 x 15 mm xience prime (part sequence 1) through the previously placed stents and deployed to treat the proximal portion of the distal rca lesion. Post-dilatation was performed using a 3.5 x 8 mm non-compliant balloon dilatation catheter. Final angiography was performed and it was noted that the final stent, the 3.0 x 15 mm xience prime in the distal rca (part sequence 1), was not visible under fluoroscopy. The stent delivery system balloon and markers were visible pre and post inflation, but the stent was not. As the final stent could not be located, a full body x-ray was performed to ensure that the stent was not in the patient anatomy; however, the stent was not seen in the patient anatomy. It is not known when the stent dislodged. Dilatation was performed to treat the proximal portion of the distal lesion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no clinically significant delay in procedure. No additional information was provided. Guide wire: balance middleweight, fractional flow reserve. Guide catheter: jr4.0. Sheath: 6f. Stent: xience prime 3.0 x 15 (x2), xience prime 2.75 x 15. (B)(4) - distal to stent; failure to follow steps/instructions. It is indicated that the stent delivery system was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: prior to using the xience prime everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Additionally, the IFU states: when treating multiple lesions within the same epicardial vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the information reviewed, there is no indication of a product deficiency.